Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. There have been no trends identified related to this type of event. To date, patient has not been revised.

Event description:
It was reported that patient underwent total knee arthroplasty in 2005. Subsequently, the outside of the locking bar sheared off. Surgeon noted patient had a fall shortly before noticing the break in the locking bar. Patient is tentatively scheduled for revision procedure 2009.